Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) was confirmed due to the f1 fuse being open. The cause of the open fuse was due to excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause was isolated the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, thermally damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause was isolated the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, thermally damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause was isolated the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, thermally damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The belt was unable to communicate with a monitor and was isolated to the electrode belt's j702 having a bent pin. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a monitor will not power on. A us distributor reported a belt could not communicate with a monitor.